Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: white pin fell outspecific component(s) involved: external controller malfunctionadditional text: whtie pin fell outother component:causative or contributing factor: patient error in caring for systemother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: